Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 9 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during interrogation of the patient¿s lvad system controller, a low speed advisory was observed. A representative of the manufacturer¿s technical services reviewed the submitted log file. It was found that the speed drops in question on (B)(6) 2017 occurred due to the motor stop button on the system monitor being pressed. It was also observed that on (B)(6) 2017 the lvad set speed was changed to 6000 rpm followed by a clock reset. The lvad clinician reported that on (B)(6) 2017, the patient was in the operating room for the repair of a perforated foramen ovale and chest closure. The pump was stopped when the patient was on bypass. It was reported that for the motor stopped events on (B)(6) 2017, the pump was not stopped intentionally. It was reportedly unknown how, why or by whom the pump was stopped. No additional information was provided.

Manufacturer narrative:
The report of a low speed advisory was confirmed based on the evaluation of the submitted system controller log files. The log files captured a decrease in the pump speed to 120 rpm on (B)(6)2017 at 12:23. The motor stopped command received flag was active during this event indicating that the pump stop button had been pressed on the system monitor. Following this low speed event, the pump ramped back up to its set speed and no additional low speed events or pump stoppages were captured throughout the remainder of the log file. The patient remains on pump support and no further issues have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.